Event description:
It was reported that the customer was hospitalized for hypoglycemia. The customer was still connected to the pump during a prime. It was noted that the customer was educated on the importance of being disconnected. It was indicated that the md would like the pump replaced.

Event description:
A letter was received in 2005, stating the following: in 2004, the customer was using paradigm 512 insulin pump. The day of the incident the reservoir had been refilled and later that day, the pump released all the insulin into the customer's body. The customer fell into a coma and was in intensive care for two days. He was hospitalized for about a week and it took him serveral months to recover. The day before he was released from ICU, a medtronic rep came to the hosp, examined the pump and reservoir, and stated the pump was not working properly. The medtronic rep arranged for a replacement to be sent.